Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent a percutaneous l5¿s1 direct pars repair with bilateral l5 pedicle screws with sublaminar hook and rod instrumentation , and using rhbmp-2/acs. Following the surgery, patient suffered from frequent and severe pain, and a great decrease in flexibility. Further, after his surgery, patient required narcotics, a walker, and assistance to and from his bed and the bathroom. About one year after his surgery, patient followed up with his surgeon who told the patient that after he completed aquatic and physical therapy, he would be in a better condition than before he began having back issues. Currently, patient continues experiencing severe pain in his back, has lost flexibility, and has difficulty sitting.